Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that two-infusion set was leaking onto the adhesive upon removal within three or more hours after insertion at abdomen on (B)(6) 2025 and (B)(6) 2025. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.